Event description:
Patient reported that the device generated a blood glucose result of 766 mg/dl (the device's reading range is 10 - 600 mg/dl). Patient did not treat themselves based on this result. A request was made for the return of the suspect device and replacement product was shipped.